Event description:
(B)(4).

Manufacturer narrative:
This report is being submitted under (B)(4) by the manufacturer arjo hospital equipment (B)(4) on behalf of the importer (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.